Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Other devices listed in this report: mscol-r30c (b21539) 30 mm collar, msfshft-120 (b21639) femoral shaft 120 mm, msfsext-120 (b13296) femoral ext shaft 120 mm, mkfe-rstd (a18546) femoral knee.

Event description:
Revised a stanmore mets distal femur replacement due to a broken morse taper.

Manufacturer narrative:
This report is being closed as a duplicate of FDA ref 3004105610-2020-00008

Event description:
Revised a stanmore mets distal femur replacement due to a broken morse taper.